Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The ilet lost cgm signal when glucose was in range. When the signal was restored, cgm glucose was hypoglycemic, and insulin dosing was suspended. After approximately 1 hour of mild hypoglycemia, the user announced a meal and primed 16 units of insulin. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. The earlier cgm signal loss prevented the ilet from seeing the cgm glucose reaching hypoglycemia and therefore the ilet was not able to suspend insulin earlier, which prompted the initial mild hypoglycemic event. This hypoglycemic event was made worse by the user announcing a meal while hypoglycemic as well as remaining connected to the tubing during the tubing fill process and in doing so failing to follow the instructions provided in training, in the user guide, and the device user interface.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024 the user experienced a severe hypoglycemic event, with their bg dropping to 35 mg/dl. The user had forgotten to disconnect from their body after completing the fill tubing process during a supply change. Ems was called by the user's son, who had access to the circle app and saw the bg drop. The user lost consciousness and was treated with glucose on the way to the ER. The user also experienced another low bg episode the previous night, down to 50 mg/dl, and had made an extra meal announcement while already low. The user noted that the ilet's display is hard to see, which contributed to accidental button presses. The user was admitted to the hospital and treated with glucagon. They expressed frustration with the device, particularly with accidental meal announcements due to difficulty seeing the ilet screen. The user indicated they will not be returning to the ilet system and declined to provide further information about their hospitalization or treatment details. This is the first of two low bg events reported for this user. This medwatch report details the low bg event on (B)(6) 2024. A medwatch report detailing the second low bg event on (B)(6) 2024 is submitted on MFR report #: 3019004087-2024-00592.